Manufacturer narrative:
H2. Correction: please note, h6 codes b21, c21, and d16 no longer apply to this report. H3. Analysis of the returned implantable neurostimulator (ins) [serial # (B)(6)], found that the ins reached normal end of service (eos). Longevity analysis was performed, and found that the time to elective replacement indicator (eri) and eos were consistent with what was expected at the current loads the ins was used at. The 7-day average current graph showed that the current load placed on the device was adjusted several times with the current ranging from approximately 130 microamperes (ua) to 480ua before reaching eri 551 days after implant, and eos 639 days after implant. H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The ins had since been explanted, and was returned for product analysis.

Manufacturer narrative:
H3: the ins was returned for product analysis, but analysis is not yet complete. An updated report will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they were not sure on the exact explant date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was early ins depletion, elective replacement indicator (eri) occurred. There were no contributing factors. Troubleshooting was performed, interrogation of the ins. Replacement will be planned when approved by reimbursement system in belgium. Additional information received reported that it was unknown if battery longevity calculator was used. The hcp thought the ins would last longer because the previous system lasted longer. The same ins would have still been implanted if the hcp was aware of the battery longevity. The patient did not experience any falls or accidents that may have contributed to the event. It was unknown if the battery depletion rate was normal.